Event description:
It was reported that during a supply change the ilet user forgot to remove the protective cover from the cannula, removed the infusion set from the body, then removed the needle cover and redeployed the same infusion set, after which the system appeared to function and blood glucose was not affected. The user was educated not to reuse an infusion set and to perform a supply change if glucose levels are not corrected. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.